Event description:
It was reported that a kink during recapture occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device and delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the closure device was deployed, a partial recapture was attempted when both the core wire of the wds and the was kinked. The closure device was able to be retrieved by unsnapping the wds and was prior to removal. A new was and wds were used to complete the procedure. No patient complications were reported.